Event description:
It was reported that the patient repeatedly paused the ilet due to fear of hypoglycemia, including an overnight pause initiated at a blood glucose of about 120 mg/dl that lasted nearly three hours, after which glucose rose to about 266 mg/dl; the event involved user interaction with dosing and no device alerts or alarms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and caregiver and analysis of user-provided reports. Investigation of this case revealed no device problem found; the event was associated with use-of-device issues and no specific device component could be assigned beyond an unavailable component term. It was concluded, based on previously established findings for similar reports, that the cause was traced to user behavior.